Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was no capture threshold, low r wave sensing amplitude and drop in impedance on the right ventricular (rv) lead. After further assessment in clinic, computerized tomography (CT) scan confirmed rv lead dislodgement. During rv lead explant procedure on (B)(6) 2023, thoracotomy was performed. The lead was visible in the pericardium by approximately one inch. The pocket was opened and the lead was explanted and the surgeon placed a suture around the hole in the rv. The patient was in stable condition.